Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained from the patient during a follow-up telephone call. The patient stated that the alleged meter issue began on the morning of (B)(6) 2014 (time not specified). The patient manages his diabetes with a combination of medications. The patient stated that he took his usual dose of metformin (1 g in the morning) and levemir (36 mg at night) in response to the alleged meter issue. The patient stated that he continued to take his insulin despite not being able to obtain blood glucose readings. The patient claimed to have developed the symptoms of "tired, sick to the stomach and blurred vision", which he associated with high blood glucose, 1.5 days after the alleged meter issue began; however he denied having received any treatment. At the time of initial troubleshooting, the csr noted that there was no indication of product misuse, the subject meter was not being used for the first time, the correct test strips were being used, the test strips were not identified as counterfeit and the meter did turn on when the power button was pressed. The csr also noted that the patient did not have the subject test strip or other test strips available to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿blurred vision¿ after the alleged meter issue began, which the patient associated with a severe high blood glucose excursion. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.